Event description:
It was reported that the patient experienced a low blood glucose while using the iLet device and FSL3+ CGM during outdoor yardwork in the sun, after which the patient ingested 15 g of oral glucose and later noted rising glucose; the patient had been advised to pause the iLet during such activity. Symptoms included hypoglycemia with confusion/disorientation and muscle weakness. Outcomes included the need for unexpected medical intervention in the form of oral glucose. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a device problem and no findings were available, with the device component not specified due to limited information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.